Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio replaced the power pcb assembly as a precaution as well as the device battery pins. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device inappropriately loss power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself. There was no patient use associated with the reported event.